Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H4: lot manufactured between december 19, 2018 to december 20, 2018. H10: the device evaluation was completed. Visual inspection with the naked eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. Function repeater pump testing was performed with sterile water with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set broke prior to use. There was no patient involvement. No additional information is available.